Event description:
It was reported that at the first interrogation, the implantable cardioverter defibrillator (ICD) battery voltage was at 2.96v. However, when the ICD was handed to the physician for implant the battery voltage was greater than 3.0v. The ICD was not implanted and was exchanged for another device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)